Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer stated when he inserted new sensor but the minilink did not blink and the when he tried to connect the new sensor there was no signal. The customer found out that there was no needle when he took out the sensor. The customer replaced the sensor and all is ok.